Event description:
It was reported that a flogard infusion pump alarmed failure code 28. It is unknown in which care area and the process step at which this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem of alarm 38 was confirmed during device evaluation. The left force sensing resistor (fsr) on pump 1 were found to be damaged. The left fsr was replaced to resolve the issue. Should additional relevant information become available a follow-up MDR will be submitted.